Manufacturer narrative:
Device 3 of 3. Patient country: united states. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set was leaking at quick release event on (B)(6) 2024. No further information available.